Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) canada alleging that the one touch ultra2 meter is giving error 5 messages. This complaint is classified according to the documentation of the customer care advocate and the answers to the follow-up questions obtained two days later. The pt tests her blood glucose once per day, in the morning. The pt controls her diabetes with metformin and glyburide. The error 5 issue began sometime in 2008. After the error 5 issue began, the pt was reportedly not able to obtain any blood glucose reading on the subject meter and did not test on any other meter. Reportedly, the pt developed symptoms described as "headaches, dizziness, and blurry vision" shortly after the meter started giving the error 5 message. The reported symptoms were ongoing for about 2 months. The pt felt that the aforementioned symptoms were indicative of hyperglycemia. After the error 5 message began, the pt did not increase her medication, but did "a little bit of walking," and watched what she ate and how much she ate. During the last week the following month, two months after the aforementioned symptoms began, the pt went for a doctor's visit. The doctor did not obtain the patient's blood glucose at that time of concern but increased the patient's metformin from 1 pill after breakfast and 1 pill after dinner to 2 pills after breakfast and 2 pills after dinner. The pt indicated that the doctor based the change in medication on her symptoms alone. The pt believes the doctor diagnosed her with hyperglycemia at the time of the visit. The pt said that when she is able to get a meter reading, she knows exactly what to do and eat. She feels that had her meter been working, she could have better managed her blood glucose. During troubleshooting, the error 5 message was resolved with training. This complaint is being reported because the pt claimed she was hyperglycemic for two months after she was unable to test on the subject meter, due the error 5 message. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.